Event description:
It was reported that the pump alarmed and stopped. Settings were reviewed and attempted to restart infusion, but "no disposable" alarm occurred. They clamp the tubing and cassette removed. The cassette tubing massaged and taped on hard surface. The cassette reattached and tubing unclamped. The infusion restarted and "no disposable" alarm returned. The process was repeated but "no disposable" alarm persisted and the pump powered down. A continuous infusion rate of 5.4 ml/hour had been programmed, with a total reservoir volume of 24 ml and given 226.05 ml. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.